Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the da vinci product with an alleged issue to perform failure analysis. Failure analysis replicated and confirmed the customer complaint "part of the forceps tip was bent, preventing the attachment of the hemoclip". The instrument was found to have one severely bent grip notch which holding the clips, causing misalignment of the grip-tips. Due to the damage, the clip cannot be placed properly. The grips were not found to have cracking damage. The probable root cause of severely bent grips is attributed to damage during either use or reprocessing, as severe misalignment of grip tips can be due to accidental drops or overloading the tips by applying excessive force. This issue can be resolved by using an alternate instrument to complete the procedure.

Event description:
Refer to h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted iiocecal resection surgical procedure, the tip was bent on the 8mm medium-large clip applier preventing the attachment of the hem-o-lok clip. The procedure was completing as planned with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the da vinci product with an alleged issue to perform failure analysis. However, failure analysis is not complete.